Event description:
It was reported that a cartridge alarm occurred with the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted primary care provider for an alternate form of insulin therapy.